Manufacturer narrative:
(B)(4). The device was returned for evaluation. The reported separation was confirmed. The reported resistance during removal could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a chronic total occlusion located in the right coronary artery. After deployment of two stents in an overlapping fashion at the lesion, the 2.5 x 25 mm nc trek was being used for post-dilatation of the stents. After inflation and deflation of the balloon, the balloon caught on an overlapping stent strut during retraction causing the proximal shaft of the balloon catheter to separate. The post-dilatation was considered successful and all devices were removed from the anatomy as one unit. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.